Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: socket slider was worn out, and the switch was stuck inside. A root cause could not be identified. Based on the results of the investigation, it is likely the lamp and all of the lights on the panel were blinking due to socket slider was worn out and the switch was stuck inside. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the lamp and all of the lights on the panel blinking. This issue occurred during an unspecified procedure. There were no reports of patient harm.